Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). This report includes the device evaluation. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Based on the analysis of the log files, there is no record of a "disconnection from patient side" alarm on (B)(6) 2024. However, the log files indicate that the device registered an "disconnection on patient side" alarm on (B)(6) 2024, and (B)(6) 2024. The event is consider reportable as if such event were to recur the therapy might be affected and therefore a potential deterioration in the patient' state of health cannot be excluded. The service technician conducted troubleshooting and identified the root cause as a defective servo module. Consequently, the defective servo module was replaced. After the replacement, the device functioned correctly.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device alarmed with "disconnection from patient side". The ventilator was exchanged with another one. No harm to the patient was reported. According to the information received in the complaint, the case was reported by the user to local authorities. The file ID number provided is "(B)(6)". No additional information was provided.